Event description:
The vdr ventilator came off the pt and did not alarm. The alarm limits were set low for the amount of pressure support. The pt was on paralytic drugs. His heart rhythm became bradycardic.